Event description:
It was reported that the right ventricular lead exhibited high impedance measurements. The lead was suspected to be fractured due to clavicular crush damage. The lead was capped and replaced; no patient symptoms were reported.

Manufacturer narrative:
(B)(4).